Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30735539l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 55-year-old male patient (82kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis, surgical intervention and prolonged hospitalization. During left pulmonary vein (lpv) roof ablation as steam pop occurred. The physician felt the pop at his hand during lpv, therefore, ablation was stopped. When the ablation catheter removed outside the patient¿s body and confirmed, there was something like a small thrombus (cha), therefore a flush was performed, and the procedure was continued. There was no significant change in contact and resistance. There was no problem in blood pressure, and the procedure was completed. The physician's opinions on the relationship between the event and the product: there is no problem with the product. On the same day of the procedure a thoracotomy was performed for bleeding and damage to the posterior wall of the la with the bb needle when bb was performed. The system did not present any error messages. There were no issues related to temperature and flow on the catheter. The generator was a smartablate, and the parameters (power or temperature control mode) and thresholds were switch on power depending on location: between 25 and 40 w and temperature cutoff was 40¿. The patient was anticoagulated, and the act was over 300s. The patient has not exhibited any neurological symptoms since the procedure was completed. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. The duration of ablation used was within 60s. The average contact force was at 5 g, there is a point where it rarely goes up during respiration, but if the contact lens goes up, stop energization. Irrigation flow rate used power: < 30 w, high flow rate: 8 ml/min, power: = 31 w, high flow rate: 15 ml/min with pre-ablation high setting 1s. Heparinized normal saline was used. The visitag module was used and the settings: 3mm, 6s,25%, 5g, tag size 2 with tag index. Blood pressure tended to decrease from the end of the procedure. After the procedure, cardiac tamponade was noted by surface echocardiography. Pericardial drainage was performed at that time, and the patient left the room. After that, hemostasis was performed through thoracotomy. Additional comment: the posterior wall was damaged by bb needle, resulting in hemorrhage. The physician¿s opinion on the cause of this adverse event not related with the bw product malfunction. The patient outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event. A transseptal puncture was performed with a rf needle. Prior to noting the cardiac tamponade ablation was performed. There was a steam pop. Ablation was performed prior to the cardiac tamponade so the bwi device will be reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. Char is not MDR-reportable. Steam pop is not MDR-reportable.